Event description:
On (B)(6) 2020, a customer in (B)(6) notified biomérieux of a misidentification of candida glabrata as candida inconspicua species in association with the vitek® ms instrument ¿ (ref. (B)(4), serial number: (B)(4). The customer stated having received, from an external laboratory, a strain of c.glabrata species identified with the bruker method. The strain was on a sabouraud gentamicine-chloramphénicol media (not validated for vitek ms instrument). It was then put on a can2 chromogenic media and tested with the impacted vitek ms instrument, which gave candida inconspicua (99.9% confidence) after 24 and 72 hours of incubation. When testing the same strain from a sabouraud gc media (from biorad) with the vitek ms instrument, the customer obtained c.glabrata species (with 99.9% confidence). Results were discordant. Vitek ms is a bacterial and fungal identification system which uses the matrix-assisted laser desorption/ionization (maldi) mass spectrometry method from clinical cultures. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
This report was initially submitted following notification from a customer in france regarding a misidentification of candida glabrata as candida inconspicua species in association with the vitek® ms instrument (ref. 410895, serial number (B)(6)). The status of the fine tuning during testing was not good. The calibrator spot preparation quality was non-optimal. The expected identification (candida inconspicua and candida glabrata) are present in vitek ms kb v3.2. The customer¿s strain was received by biomerieux. During the sample data analysis, biomérieux quality control laboratory was able to reproduce the results with both culture media used by the customer. Tests performed using a chromid® candida agar (biomerieux) gave a result of single choice to candida inconspicua. Tests made with sabouraud gentamicin chloramphenicol tube (bio-rad) gave an identification to candida glabrata. The investigation found that the customer¿s sample was contaminated. Sequencing analysis of the whole genome of the sample allowed to give two identification results: candida inconspicua (100%) and candida glabrata (100%). The expected identification of the sample after the investigation is candida inconspicua and candida glabrata. Based on the investigation findings, vitek® ms did not provide any misidentification. There is no evidence of product malfunction. Based on the vitek® ms workflow user manual: ¿the microorganisms to be identified must first be isolated on a suitable culture medium¿. Bio-rad medium was not in the vitek ms certificate of compatibility with biomérieux complementary tests list; it should be validated by the user. In addition, with a culture in tube medium, it could be difficult for the customer to see if they were in presence of mixed culture. ¿good laboratory practice for collection and transport should be followed and adapted to the type of specimen.¿ ¿the vitek® ms system is not for use directly with clinical specimens or with mixed cultures.¿ ¿an appropriate stain (acid fast stain for example) and microscopic observation should be performed so that the correct sample processing method of isolates is selected and utilized. This microscopic observation also avoids working with a mixed culture and gives an indication when subculture and purification is needed before further testing.¿see section h10.